Event description:
Level 1, inc. Received a report from its distributor in australia, that a hospital reported that during a triple aortic bypass procedure, they experieced slow flow after administering the third or fourth unit of blood through a level 1 disposable in conjunction with a h-250. The patient subsequently died. However, the hospital has reported to distributor that the filter was probably clogged, and that the slow flow rate of the infusor"... Was only one of the problems that had occurred." The hospital's nurse manager reported that the hospital is not attributing the patient's death to the device. The hospital reportedly performed its own testing and found no problem with the unit.